Manufacturer narrative:
<P>a correction was made to the manufacturing location based on the reported lot number. Corrected fields are:</p><table border="0" cellpadding="0" cellspacing="0" width="152" style="width: 282.111px; height: 24.1111px;"><tbody><tr height="22" style="height: 16.5pt;"> <td height="22" class="xl66" width="152" style="height: 16.5pt; width: 114pt; text-align: left;">d3 - manufacturer name, city and state</td></tr></tbody></table><table border="0" cellpadding="0" cellspacing="0" width="152" style="width: 283.111px; height: 30.1111px;"><tbody><tr height="19" style="height: 14.5pt;"> <td height="19" class="xl65" width="152" style="height: 14.5pt; width: 114pt; text-align: left;">g1 - manufacturing site name and address</td></tr></tbody></table>;

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Contained in the package sent to the manufacturing site was four (4) samples for this report. One (1) sample was opened, the other three (3) were unopened. The sample that was opened was visually inspected with no abnormality was found. The 3 unopened samples were opened, and a visual inspection was completed with no abnormalities found. There was no damage to the balloons and the catheter was intact. The site reached out to see if any further information in relation to the concern that the catheter may have been used because the balloon was filled with 10 ml distilled water and no further information was received. The samples were then inflated with the 10ml (max required) of air, all four samples were inflated and left inflated for 1 minute and then deflated with no issues noted. As the samples passed testing the complaint cannot be confirmed. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time as there is no adverse trend for the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
On 8/17/21 section d3 & section g1 were updated with the address of the manufacturing site.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The end user reported that 4 units were damaged. The balloons were cracked and the catheter was detached. There is also a concern that the catheter may have been used because the balloon was filled with 10 ml distilled water. The catheter was not damaged during the insertion. The devices were installed properly and according to the shelf life date it is not expired.